Event description:
An alcon accurus vitrectomy machine quit working during a surgical procedure. The machine was exchanged for another alcon accurus vitrectomy machine, and the surgical procedure was completed.